Event description:
A report was received that a patient felt as though his ipg was moving in the pocket and that his ipg site is tender. The patient was experiencing pain at the implant site with the stimulation on or off. The patient met with his physician and had decided to have the precision system explanted.